Manufacturer narrative:
(B)(4).

Event description:
According to a different surgeon at the same hospital, a patient experienced a leak due to the device used in the procedure. After conversing with the surgeon leading the case, though the leak was confirmed, the surgeon did not believe this was due to the device. The leak was discovered two days after the operation via CT scan but action was not taken. The leak went away on its own. No other adverse events were reported.